Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, crease fold, wear abrasion and yellow particles inside the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease smooth opening on radius and opening crack in the diaphragm valve. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.